Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The motor error alarm and battery alarms could not be tested due to the blank display. The insulin pump had a cracked reservoir tube lip. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarmed motor error. Before the motor error, the device alarmed failed battery test. Customer changed the battery and the device won't turn on. Customer's blood glucose was 20.2 mmol/l. Customer treated with the insulin pump. The battery compartment and contacts are not damaged or corroded. Customer inserted a new battery, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.